Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, angulation and obstruction in the channel. The issue occurred during reprocessing the procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel is damaged, the angulation is out of specification and has excessive play, the plastic distal end cover (c-cover) is dented, and the insertion tube has scratch marks. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to kinked biopsy channel caused by stress on the insertion section and/or biopsy channel. Olympus will continue to monitor field performance for this device.